Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect cap color was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and incorrect cap color was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to that molded caps are left in supersacks after assembly process then filled with different color cap. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes had the wrong colored cap on the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.